Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician fully deployed the stent within the pseudocyst. The physician placed a second hot axios stent to complete the procedure. Following the procedure, the patient received follow-up CT with no complications. Both stents were successfully removed on (B)(6) 2018 with no complications. Reportedly, the cyst had completely resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.